Event description:
It was reported that a pt was being referred for generator replacement due to the battery being at end of service, per the physician. Clinic notes dated (B)(6) 2011 were received on this day and indicated that the pt has been seizure free for the last five years after vns implantation, but he had a relapse of seizures as he had two generalized tonic-clonic seizures over the prior three weeks. The generator was reportedly interrogated twice which confirmed near end of battery life. The pt had generator replacement surgery on (B)(6) 2011. The implant card was received which indicated the reason for replacement was due to battery depletion with near end of service marked. The return product form indicated the reason for replacement as end of service with eri=yes. The generator was received by the MFR on (B)(4) 2011, and the product analysis was completed and approved on 01/30/2012. The generator was found to be functioning as intended and was able to deliver the programmed settings. The device has not reached end of service as the voltage was measured to be 2.239v. However, an eri flag was observed. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Follow up with the physician revealed that the relationship of the increased seizures to pre-vns seizure frequency is not known. No causal or contributory programming or medication changes preceded the onset of the increased seizures. The generator replacement surgery was reportedly not completed to preclude a serious injury. The physician does not know if the seizures have improved at this point, as the pt's generator was so recently replaced. No additional info was provided.